Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
During patient treatment the rotaflow pump module suddenly could only be turned to 1000 rpm. These led to no blood flow. The user had to hand crank to ensure blood flow until the unit was replaced. No clinical consequence due to the event was reported. (B)(4).

Manufacturer narrative:
It happened during patient treatment. It was not possible to set more than 1000 rpm at the rotaflow. Hand crank was used for getting over. Field safety engineer has been sent for investigation. The failure was not reproducible. The device has been troubleshooted and inspected. Execution of 100 hours of testing. The error was not confirmed. No additional error occurred, all functions are flawless. Electrical safety test was successfully. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injure no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).